Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was unable to push down on the wake button. Customer's blood glucose was 200 mg/dl. Reportedly, customer confirmed wake button was working as intended at the time of the report.